Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Connections and cables related to the ffb, gib, hand switch and foot switch were evaluated and re-seated. The ffb pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.